Event description:
Event description guidant received information that this patient's model 1860 implantable cardioverter defibrillator (ICD) was explanted and the chronic right ventricular defibrillation lead (model 0075) surgically abandoned due to noise. The day after implant of a model t175 ICD and model 0157 right rv defibrillation lead, thresholds increased to over 3.5v and it was noted that this lead had dislodged. It was reported that the rv lead was successfully repositioned that same night - higher up in the ventricle, as the physician speculated it had been oversensing the capped lead. It was then noted that a deflection on the surface ECG has been observed immediately after the qrs, but before the t wave.